Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure wherein the entire system was removed. The explanted devices were not returned.

Manufacturer narrative:
Exact date unknown, event occurred approximately 3 years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: (B)(4).